Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker implant, the right ventricular lead exhibited high out of range impedance, loss of capture, and noise. The physician attempted multiple positions and each had the same issues. The lead was removed and a new lead was used. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.